Manufacturer narrative:
The reported complaint of user advisory - ua12 (lifeband not present) error message on the autopulse platform (serial #(B)(4)) was confirmed during functional testing and archive data review. The investigation findings revealed that the root cause of ua12 was due to unparalleled belt clip switch. The unparalleled belt clip switch was preventing further use of the device. No physical damage on the returned ap platform was observed during visual inspection. During archive data review, multiple ua12 was observed on the reported event date. Thus, confirming the reported complaint. Initial functional testing could not be performed due to error message ua12 (lifeband not present) displayed upon ap platform power on. Thus, confirming the reported complaint. To remedy ua12, the ap platform's belt clip switch assembly was re-aligned parallel to it's chassis. During re-evaluation, the autopulse was subjected to the run-in test using the 95% patient large resuscitation test fixture (lrtf) with good known test battery until discharged without any fault or error. The ap platform passed all functional tests and is ready for clinical use. Historical complaints were reviewed for service information related to the reported complaint and there was no previous history of complaint reported for autopulse platform with serial number (B)(4).

Event description:
During shift check, customer reported that the autopulse platform (serial #(B)(4)) displayed user advisory - ua12 (lifeband not present). The crew replaced the lifeband but error message could not be cleared. No patient involvement.